Manufacturer narrative:
(B)(4). Approximate age of device - 1.5 years. A correlation between the device and the reported stroke, aortic root thrombus, and myocardial infarction could not be conclusively determined. Stroke, thrombus and myocardial infarction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with stroke symptoms including confusion, altered mental status, dysphasia, and right sided weakness. It was confirmed the patient had an ischemic stroke. The patient's inr at the time was therapeutic at 2.3. There had been no recent changes made to the anticoagulation regimen prior to the stroke. Per the neurology service, the patient's coumadin was held for fear of conversion of the ischemic stroke to a hemorrhagic stroke. The patient was discharged after eight days; at the time the inr was 1.6 and the coumadin was restarted. The patient was at home on coumadin for 3 days, then presented to the hospital with chest pain and was diagnosed with a myocardial infarction. A transesophageal echocardiogram revealed a large thrombus in the aortic root. The patient's troponin level peaked at 50 ng/ml and the patient's inr at this time was 1.5. During this admission, the patient's initial stroke reportedly extended and was more devastating. The patient's inr at the time was 2.4; therefore the event was not treated with tissue plasminogen activator. The patient also experienced persistent ventricular tachycardia requiring ablation. The myocardial infarction was reported to be complete so no treatment was indicated. It was reported that the lvad was functioning as expected. The patient was ultimately transferred to a rehabilitation center on (B)(6) 2015.